Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter had displayed inaccurate erratic results. The complaint was classified based on the customer service representative (csr) documentation and additional information when mms listened to the call. The patient stated that the alleged product issue began on (B)(6) 2016 at 03:00am. The patient reported that on (B)(6) 2016 at 22:30 she obtained alleged blood glucose readings of 131, 136, 141 and 135mg/dl on the subject device preformed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lfs' criteria for precision. The patient manages her diabetes with insulin (self-adjuster) and denied that she made any change to her usual diabetes management routine as a result of the alleged product issue. The patient claimed that she developed symptoms of headache, dazzling and tremor. No medical intervention was reported. No other device was used to obtain a blood glucose result. At the time of troubleshooting the csr noted that the patient obtained the results from an approved sample site and the meter was set to the correct unit of measure. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.